Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit after running a few tests ventilator only alarm low o2 (oxygen) pressure if the inlet o2 (oxygen) pressure dropped below 35 psi (pound per square inch). According to the operator's manual the device should alarm at 39 psi (pound per square inch). The accuracy of the inlet pressure between the vent and analyzer were both reading the same value. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator alarming low o2 (oxygen) pressure. As of this time, there is no information about patient involvement associated with this reported event.